Event description:
While providing therapy assistance to a home patient (hp) during dwell three of four on a homechoice (hc) machine, it was reported that the hp did not put a flexicap on the patient line after disconnecting from the setup. The hp wanted to reconnect and finish therapy. The hp never reconnected to the setup. The technical service representative (tsr) advised the hp to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides instructions on how to properly perform an emergency disconnect from the setup. The guide also instructs the user to immediately connect a flexicap or opticap disconnect cap to the patient line when disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.